Event description:
It was initially reported through a company representative that a vns patient had passed away. Further information was received by the patient's treating physician indicating the patient's death was not related to vns therapy; however the patient's death was a probable sudep. The patient underwent autopsy. The report for the autopsy will not be provided to the manufacturer. Death wasn't witnessed; the patient was found unconscious on the floor, with bilateral fixed pupils. Patient was receiving treatment at the time of the death and his last visit was on (B)(6) 2011. It is unknown if the patient's device was removed during autopsy. This death event has been reviewed and with the available information has been determined to be probable sudep. Per the treating physician, the death is felt to be probable sudep. The patient was found unconscious on the floor with fixed pupils. The patient also had sudep risk factors including male gender, uncontrolled gt epilepsy and polypharmacy.

Event description:
An article was received which studied the events of sleep apnea in patients with vns therapy. The article mentioned this patient's passing due to probable sudep as an explanation for why the patient was not included in the results of the study. The study also reported the sleep apnea and snoring events for a patient which were found to have been previously captured in mfg. Report#1644487-2012-02553. The article also described other patients experiences with sleep apnea which are being reported in mfg. Report #1644487-2018-00147.